Event description:
Trinity liner & head revision -surgery due to pain. Note: the ceramic liner in not approved in the USA, however this event occurred in another geography.

Manufacturer narrative:
Case-2022-0134 initial report. The appropriate device details were provided. The manufacturing records will be located and reviewed. Conclusions will be provided in a supplemental report. Additional information, such as xrays, operative notes, patient age, activity level and weight, medical history, did patient follow correct post-op protocol, did the patient experience any trauma and an update on the patient post revision were requested. If provided, this information will be summarized in a supplemental report. Note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) final report the appropriate device details were provided. The appropriate device details were provided, and the relevant device manufacturing records have been identified and reviewed. It was found that all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. The reporter stated that the pain was due to possible increased offset, putting tension on her muscles and combined with some scarring. A dual mobility liner with a shorter head was implanted to release scar tissue. Additional information, such as xrays, operative notes, activity level, medical history, did patient follow correct post-op protocol, did the patient experience any trauma and an update on the patient post revision were requested. However, no additional information could be provided. Based on the available information, no further investigation can be conducted and the root cause of the reported pain could not be confirmed. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.